Event description:
It was reported that the patient experienced persistent hyperglycemia while using the ilet after a set change in which a bent 23" cannula was discovered with the needle guard still in place; the site was replaced later, and options discussed included changing insertion sites to avoid scar tissue and considering a manual injection, though the patient elected to wait to see if the current site worked. Symptoms included hyperglycemia with a fingerstick blood glucose of 482 mg/dl, and the patient reported feeling better than the prior night. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device component or mechanism contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.